Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 21aug2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.75x38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.7 x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; proximal stent struts were bunched in a distal direction along the balloon. The undamaged distal crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.